Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further correction measures is not indicated at this time. (B)(4).

Event description:
It was reported that the pt received a durom u.s. Acetabular component 50/44 j on the left side on (B)(6) 2006 and is being monitored due to pain, fluid and loosening.